Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of an adominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that after the stent graft was implanted there was a confirmed type IV endoleak. No intervention is planned. The physician will monitor the patient. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak); (cause of event is unknown) evaluation, conclusion: (cause of event is unknown).